Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 ca were unable to deliver medication during use. The following was reported by the initial reporter: "it happened with 2 different boxes, the needles were blocked."

Manufacturer narrative:
H.6. Investigation: customer returned (84) sealed 4mm, 32g pen needles with the shelf carton from lot # 0287436. Customer states that the needles were blocked. Thirty out of 84 returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0287436. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-10-13. Medical device lot #: 9226290. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-08-14. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 ca were unable to deliver medication during use. The following was reported by the initial reporter: "it happened with 2 differents boxes, the needles were blocked."